Event description:
Customer reported that the adult external hard paddles discharge buttons was inoperative. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): customer's biomed determined the root cause of failure to be the external hard paddles, physio-control provided the biomed the paddles part number info for ordering a replacement. The failed paddles were not returned to physio for evaluation/further root cause determination.